Event description:
Adverse event(s): "no patient harm/injury." (No consequences or impact to patient). Product problem(s): "footswitch failure." (Device inoperable). A nurse reported a footswitch failure. The facility tried rebooting the system several times but the footswitch still would not function. Another footswitch was brought in and the procedure was completed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).